Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed and external ram crc error. The customer's blood glucose value was unknown. The customer reported that every time they changed the battery they got both alarms also have to reset time, date and customer had to do it twice. Customer reported they were able to clear the alarm. Customer was able to complete rewound. Customer was calling back after completing unexpected restart alarm troubleshooting and received another unexpected restart alarm after a battery change. Customer changed battery at half battery mark and 1 month ago received same alarms last battery change. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test.